Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, hypersensitivity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 325cc saline breast implants which there was issue bilaterally with capsular contractures after implantation. The issue was confirmed by the physician. Patient reported that when she had implants in, she felt sick all the time might of been an allergic reaction. As a result patient had the implants removed on (B)(6) 2018. This report is for the right side.